Manufacturer narrative:
Other relevant device(s) are product ID: neu_unknown_cath, lot#/serial# unknown, implanted: unknown, product type: catheter; ubd: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable pump. The indication for use was not provided. It was reported the patient had a damaged catheter. The catheter was separating. It was unknown if any troubleshooting was done. No symptoms were reported. It was unknown when this issue began. The consumer declined to provide any further information. No further complications were reported or anticipated.